Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump had an unresponsive keypad. The customer stated that she had received a battery out limit which could not be cleared due to the keypad anomaly. No other significant events leading to the keypad issues were observed. She stated that she had discontinued use of the insulin pump since the issues were noted. The most recent blood glucose reading was 400 mg/dl, which was treated with manual injections. Troubleshoot for high blood glucose could not be performed since the customer had already discontinued use of the device. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4). The insulin pump was received with unresponsive buttons due to the keypad connector on the lcd board being unlocked. Unable to verify battery out limit alarm or perform the displacement, rewind, basic occlusion and occlusion tests due to unresponsive buttons. No cosmetic damage noted.